Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site that , while in a ear, nose & throat (ent) procedure, that while emitter communication was uninterrupted they alleged a 3 millimeter inaccuracy with their straight suction. When initially navigating the straight suction, the site deemed being inaccurate. In trouble-shooting, switched to navigating a microdebrider which was accurate. They then switched back to straight suction and it was deemed accurate, as well. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - software investigation completed. Software analysis was unable to determine probable cause with the information provided. Suspect that instrument was not verified which lead to the inaccuracy and that the emitter was inadvertently turned off which was interpreted as a communication issue.